Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had glare and flickering lights bothersome. The iol was exchanged for unspecified advanced technology intraocular lens. Clinical reason for explant mentioned as did not tolerate halos. Additional information has been requested, received and stated the lens was exchanged for another model company lens. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified handpiece. The product investigation could not identify a root cause for the reported complaint. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 21.5 diopter (add power +2.2/+3.2) lens was replaced with a company another (1.5 extended depth of focus) lens model. Additional information was provided that the patient had pre-existing des and pvd. Due to the exchange of a multifocal lens to an extended-depth-of-field lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).